Event description:
Tampons falling apart-vagina [foreign body in reproductive tract]. Tampons falling apart [device breakage]. Tampons falling apart during removal- vagina [complication of device removal]. Cause traced to device design [product design issue]. Case description: consumer reported via phone that the tampons are falling apart during removal. No serious injury was reported.

Event description:
Tampons falling apart-vagina [foreign body in reproductive tract]. Tampons falling apart [device breakage]. Tampons falling apart during removal- vagina [complication of device removal]. Case description: consumer reported via phone that the tampons are falling apart during removal. No serious injury was reported.